Manufacturer narrative:
Device a combination product.

Event description:
It was reported that the balloon would not fully deflate and removal difficulties and a shaft break occurred. A percutaneous coronary intervention was performed. The target lesion was located in a mildly calcified and mildly tortuous proximal circumflex (cx) artery. A 20 x 2.75 promus premier select drug eluting stent was advanced to the target lesion. The balloon was inflated to 12 atmospheres and the stent was implanted without issue. When attempting to remove the balloon, it was observed that the balloon was stuck on the stent and could not be fully deflated. The balloon was pulled out with a bit more force and removed from the stent, but the distal 30cm of the catheter broke from the shaft. The complete device was removed without patient harm. The result of the stent treatment was noted to be good and there were no patient complications.